Event description:
Information received indicates the pump is leaking from the end connector and not going into the patient. Patient was receiving 3x50 ml of marcaine 5 mg/ml mixed with 200 ml .9% sodium chloride, 4 ml/hr, of 150 ml marcaine 5 mg/ml.

Manufacturer narrative:
Pump has not yet been returned and lot number information was not provided. The complaint could not be confirmed. (B)(4). The investigation is not complete at this time. A follow up report will be submitted when additional information is available.